Manufacturer narrative:
Patient was sent a call tag along with a new box of pen needles, and a medical questionnaire. The package was sent overnight and was tracked as having delivered. We have not yet received any returned product or the medical questionnaire back. We have repeatedly called and left messages for this patient. She has been unresponsive, and has made no attempt to contact us. The last attempt to contact her was made yesterday, (B)(6) 2017. Customer service has called ms. (B)(6) three separate times leaving a voice mail each time; (B)(6) 2017. Without any samples or the medical questionnaire, we cannot determine if a pen needle she used was contaminated. We also cannot determine if she had, in fact, used the lot number that was recalled for the potential contamination. We issued the voluntary recall on (B)(6) 2017 to our distributors who then issued notification to their customers (pharmacies, who then issued notification to their patients). As distributors do not track by lot number, they issue notification to every pharmacy customer they ship the 5mm pen needle to. If pharmacies also are not tracking the lot numbers, every patient that is dispensed a 5mm unifine pentips pen needle would receive the recall notification. Because the recalled product represented a small fraction of the total 5mm unifine pentips pen needles sold, the majority of end-user patients contacted with recall notification likely did not purchase the affected recalled lot. Ms. (B)(6) contacted us because she received the recall notification, and was unable to answer whether or not she used the lot in question. Additionally, the expiry information she provided during her complaint did not match the expiry information for the lot number recalled. Although the discrepancy in expiry suggests this is unrelated to the recalled lot, until we receive further correspondence or product samples from ms. (B)(6) we cannot make a final determination.

Event description:
Customer was originally calling because she had a recall notification for her pen needles. During the call she stated she had been hospitalized for 4 days about 2 weeks prior to this phone call (received on (B)(6) 2017), due to a bacterial infection of an unknown source. Customer also stated she uses a pen needle for her morning injections, replaces the cap , and then reuses the pen needle for her evening injection. During the phone call with the patient, it was not possible to verify if she had received the recall lot or had used it, or just received a recall notification from her pharmacy. This is based on the lot details she provided did not match the lot details of the recall lot, i.e. The expiry date she provided was 08/01/2021 and the expiry date of the recall lot is 05/01/2022.